Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a shoulder procedure, the surgeon was using an apollo, ar-9811, in a standard fashion; not longer than usual, a couple seconds at a time. Shortly after he pulled the wand out of the shoulder, he noticed a burn in the line of the wand shaft in the exact orientation he had been ablating. He said he felt the wand getting warmer but didn¿t realize the extent. He was using the appropriate foot pedal when this happened. No further details, additional information has been requested. The device is available for return, however, the patient is (B)(6). Per the director of quality assurance, the device will not be returned due to the patient's medical history. Additional information provided 10/9/2019- the buttons on the apollo wand worked as expected. There was no leaking noted from the device. The settings were not changed from automatic settings upon plugging in; they were kept at 7 and 1. This was a rcr procedure. No cannula was being used. A pump from another manufacturer was used. The surgeon used the standard fluid used in all scopes; 0.9% sodium chloride. The wand was not in contact with any other devices and was only used for about 10 seconds. The patient's arm was burned.